Event description:
The product was packaged in a way that led the user to believe it was sterile. Sealed plastic wrap. Pt and sterile field were contaminated before it was noticed. This sizer was not implanted in pt. No harm was noted in pt. Dates of use: (B) (6) 2009. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.